Manufacturer narrative:
The return device analysis was unable to confirm the sleeve steering issues. The reported bent on the cds observed on the device during procedure could not be tested in the testing environment as it was related to operational or procedural conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review, there is no indication of a lot-specific product quality issue. Based on the information reviewed the cause for the reported sleeve steering issues appears to be due to procedural conditions (femoral vein tortuosity). The cause of the reported bent on the cds cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a sleeve steering issue. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4 with a prolapsed posterior leaflet, a dilated left atrium, and femoral vein tortuosity. It was noted that the steerable guide catheter (sgc) had been difficult to insert. Once inserted, it was noticed that the tip was directed in the anterior direction. The handle was turned in the posterior direction to straighten the sgc again. It was noted there was resistance while turning the knob. The clip delivery system (cds) was inserted and also noted to be bent due to the bending of the sgc. When the m knob was applied to the cds, the clip deflected in the opposite direction. Subsequently the sgc and cds were removed and replaced. The procedure was concluded with one clip implanted and an mr grade of <1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.